Event description:
During repair of endoluminal repair of abdominal aortic aneurysm, endograft system #204261913-02, 26-19, was inserted, deployment attempted. Device would not unsheath graft. Product removed from pt. Endograft system #204261813-02, 26-18 was inserted, deployment attempted, again device would not unsheath graft. Product removed.